Event description:
It was reported that during the implant procedure that it was not possible to get the lead in a stable position with an acceptable threshold. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood/body fluid was noted on the distal conductor on visual inspection.